Event description:
New information notes that the patient presented for a follow up during the week of (B)(6) 2021, and that device function was normal. The patient was stable.

Event description:
New information notes that the patient's pacemaker was explanted on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with their pacemaker showing exhibiting potential premature battery depletion. The patient's pacemaker was found to be at 6 months to elective replacement indicator during the visit, despite being at an estimated year longevity just three months prior. No intervention was reported. The patient was stable throughout.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Device was received in backup mode which was triggered due to code corruption caused by cautery exposure. The original battery was depleted to end of life (eol) level. New battery was replaced, and further electrical and mechanical test did not find any anomaly. Longevity assessment was performed, and device exceeded the projected longevity and is considered normal depletion